Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, noise was noted on the right atrial lead; unacceptable capture thresholds was also noted. The lead remained implanted.